Manufacturer narrative:
(B)(4). Investigation results: the fiber was returned in one piece. The piece measured approximately 317.9 cm from the top of the connector and included the entire distal tip. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber is broken within the connector. The fiber was broken within the connector before use, most likely caused by handling damage. Review and analysis of all available information indicated that the root cause is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformance's in the manufacturing processes that could contribute to the complaint.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used for a cystoscopy ureteroscopic holmium laser lithotripsy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber did not work. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; broken within fiber connector. Should additional relevant details become available, a supplement report will be submitted.